Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21, a13, a17, blank display and mositure damage. Customer's blood glucose was 8.3 mmol/l. The customer reported that the pump was exposed to fluid and moisture occurred in pool for 15 minutes. The customer was advised to review alarm history and found a21, a17, a13. The customer stated that there is dots on screen and can't review. The customer was advised to discontinue the device and revert to a backup plan. The customer was advised that we would sent replacement.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify any alarms or any history anomalies due to the blank display. No flicker or audio/beep anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.